Event description:
It was reported that two (2) exactamix empty eva bags 1000 ml leaked at "one of the ports". The issue was identified during the adjustment of nutrition in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.